Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Since the calibration was acceptable, qc data was within range prior to the event, and precision was good after the service visit, a general issue with the instrument or reagent could be excluded. As the reaction monitor was requested but was not provided, it was assumed that no sample was pipetted on the initial run. The most probable causes for insufficient sample pipetting include foam on top of the sample, fibrin, or micro-clot formation. Therefore, the most probable cause of the issue was related to the pre-analytical handling of the sample.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable etoh2 ethanol gen.2 result for one patient sample. The original result was <10 mg/dl with a data flag and was reported outside the laboratory to the doctor. The doctor questioned the result and the sample was repeated on the same analyzer with a result of 460.1 mg/dl. The repeat result was believed to be correct. No treatment was given based on the erroneous result. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. Quality control results were within range on the morning of the event and again after the event. The field service representative could not find a cause. He checked the system and verified the proper rinse of the probes, the alignments, and the rinse levels. The customer ran calibration and qc with good results. Precision testing was performed and was good.